Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: reportedly the vbs canule broke. It was reported it was completely recovered. No further information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.